Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the pump is not delivering properly. Customer advises that she has been given a new pump and ever since she's been moved to this new pump her bloods have become uncontrolled; is currently on back up pump. No adverse event reported. Requested return of the alleged device for evaluation.